Event description:
It was reported that there were two stored ventricular episodes on this implantable cardioverter defibrillator (ICD). During these two episodes, this ICD delivered anti-tachycardia pacing (atp) as well as electric shocks. Technical services (ts) analyzed device episode data. It was determined that both episodes were atrial fibrillation (af) with rapid ventricular response (rvr) with one-to-one conduction, therefore, the therapy was deemed to be inappropriate. The shocks converted the rhythm for both episodes. It was noted that the count of the ventricular beats was greater than atrial beats due to atrial blanking from device programming. Ts recommended reprogramming options. No additional adverse patient effects were reported outside of electric shocks. Currently, this ICD remains in service.